Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the up button on the infusion device does not respond to pressing and the protective rubber is peeling off. No adverse event was reported. The infusion device was requested for evaluation.